Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor separator movement during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: it does not correctly separate the serum, leaving fibrin and affecting the operation of the equipment (it covers them). At least 3 centrifugations have had to be performed to achieve optimal separation, delaying activity in the laboratory. Additionally, the bd sales consultant provided the following additional information: only one inversion is done to the tubes after collection; samples are left to clot for approximately 8 and 10 minutes prior to centrifuging; samples are stored upright; the speed of the centrifuge is 4000 rpm, and they are spun for 10 minutes; a picture of the centrifuge is attached (for identification if it regards a fixed angle or swing out bucket centrifuge); 7) samples are rarely transported. At the few time it occurs, it is in vertical position inside a cooler with refrigerator units; approximately 60% to 70% of the tubes units used are being affected.

Manufacturer narrative:
Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer has stated that one inversion is performed after collection and the clot time is 8 to 10 minutes. The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. In addition, the serum tube should be gently and completely inverted 5 to 6 times. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. This issue has been confirmed based on the photos provided. There was no issue found in the device history record review. Bd determined that the root cause of the indicated failure mode was attributed to incorrect processing of the sample for the tube type indicated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was poor separator movement during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: it does not correctly separate the serum, leaving fibrin and affecting the operation of the equipment (it covers them). At least 3 centrifugations have had to be performed to achieve optimal separation, delaying activity in the laboratory. Additionally, the bd sales consultant provided the following additional information: only one inversion is done to the tubes after collection; samples are left to clot for approximately 8 and 10 minutes prior to centrifuging; samples are stored upright; the speed of the centrifuge is 4000 rpm, and they are spun for 10 minutes; a picture of the centrifuge is attached (for identification if it regards a fixed angle or swing out bucket centrifuge); samples are rarely transported. At the few time it occurs, it is in vertical position inside a cooler with refrigerator units. Approximately 60% to 70% of the tubes units used are being affected